Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that an x-ray was performed a few days after implant of the right ventricular (rv) lead. The patient was told the rv lead ¿wasn't in the best place¿. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.